Event description:
It was reported that the patient's symptoms have been on and off, which made them think their therapy may have turned off. The patient did not specify what their symptoms were. Patient services (ps) agent did not ask about the circumstances that led to the reported issue. The patient confirmed they had been charging their ins every night, so they were unsure why they would be having symptoms. The patient mentioned that they saw "words" across the screen of the recharger at one point, but they could not remember what the words were. The patient has a communicator, but they could not find their handset during the call. Thus, agent had the patient use their recharger to check therapy status and ins battery level. The patient started a charging session and reported that the ins was charging between 50-75%, but they noticed therapy was off. Since the patient could not find their handset during the call, agent reviewed how to use the recharger to turn therapy on. The patient confirmed they were able to turn therapy on and they said they were feeling better. The patient said they would monitor symptoms now that therapy was turned back on and will follow up with their healthcare provider if symptoms do not resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.